Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was unreadable. Reportedly, the screen was black with lines which blocked graphics and text. Additionally, the customer had removed the pump for physical activity which resulted in blood glucose (bg) level that read as "high", however, a specific value was not provided. Customer delivered a bolus via the pump to address bg level. Reportedly, customer continued to use the pump for insulin therapy and also had manual injections available.

Manufacturer narrative:
The failure investigation has been completed and the alleged high bg issue was verified in the pump logs; however, no failure was identified. Additionally, the alleged touch screen unreadable issue was verified.